Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer tried to calibrate sensor and received a calibration error. During the call the customer removed the sensor and was unable to see the electro. The customer's sensor glucose was 2.4 and blood glucose was 6.2mmol/l.